Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The customer stated that he was in an accident, but he was not driving. The caller mentioned that the insulin pump is not delivering the insulin, but he did not get any alarms. No further information was provided

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.